Manufacturer narrative:
UDI: (B)(4). Date of event: 2017. Initial reporter phone: (B)(6). Address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink medication set leaked. It was further specified that when the customer tried to connect to the port, the port would completely pop-off and cause a leak. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.